Manufacturer narrative:
In the event the device is returned to the manufacturer, the reported event cannot be analyzed via laboratory testing. The manufacturer has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. The manufacturer defers to the patient's physician regarding medical history.

Event description:
The patient was implanted with an scs trial lead on (B)(6) 2018. Days later purulent discharge was found at the patient's lead site. In turn, the patient's lead was removed and the patient was administered antibiotics as a precaution. The patient's issue resolved over time.